Event description:
It was reported that, after a total knee arthroplasty (conducted on an unknown date), a genesis ii non-porous tibial size 7 right and a legion posterior stabilized high flex highly cross linked polyethylene size 7-8 9mm were suspected of loosening. The adverse event was treated with a revision surgery on (B)(6) 2021. Patient outcome is unknown.